Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include information from the implant form. B6 relevant tests/laboratory data, corrected data: initial report inadvertently did not include diagnostics from the date of surgery. D6b if explanted, give date, corrected data: initial report inadvertently did not include explant date. F10 health effect ¿ impact code, corrected data: initial report inadvertently did not include code ¿f1905¿ f10 health effect ¿ medical device code, corrected data: initial report inadvertently did not include code ¿a040101¿ h6 type of investigation, corrected data: initial report inadvertently did not include code ¿b17¿ h6 investigation findings, corrected data: initial report inadvertently did not include code ¿c070603¿.

Event description:
The patient underwent full revision surgery. The implant form listed that high impedance was seen as well. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted device was discarded.

Event description:
It was reported that the patient's vns showed low impedance. The patient has been referred for full revision surgery.. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.